Manufacturer narrative:
(B)(6). (B)(4). Field service specialist visited the account after the event and evaluated the star s4ir laser system, verified all laser functions were operating to amo specifications. During visit it was found that laser suite temperature air and humidity control requires attention. The air flow is directed down on to the patient when he/she is lying on the treatment bed. It was recommended that this is addressed, the humidity is not controlled and was as high as 70 percent, which is above the recommendations for operating the laser. The user has a mobile de-humidifier to control the humidity and it was recommended that this should be left on at all times. Possible contributing issues investigated were, chamber passivation, worked on stabilizing the chamber output, now passing laser stability tests. It was noted that laser is used once a month and it was recommended to the user to power the laser at least once a week and perform calibrations (fire laser) during that day to reduce chamber passivation occurrence. Checked the cameras for tracking issues - intermittent camera warning observed during calibrations, rerouted cables, reseated the camera tracker boards in the direct current box, computer, no further tracking problems found. Calibration, alignment and verification of optics function was done.

Event description:
It was reported that patient underwent bilateral photorefractive keratectomy procedure on (B)(6) 2017. Preoperative ophthalmic and optometric assessment showed the following: manifest refraction: right (od): -5.50 -0.25@10º. Best spectacle corrected visual acuity (bscva) 1.0 ( 20/20); left (os): -5.75 sph . Bscva 1.0 ( 20/20). Pachs (ultrasound): 506 od // 504 os. Pupillometry 7mm od // 7 mm os. Keratometry: od: 42.75 x15º //44.25 x 15º; os: 43.25x 163º // 44.00 x73º. Intraocular pressures (iops): 13 mmhg right // 12 mmhg left. Preoperative topography: both eyes show with the rule, regular astigmatism, with normal anterior and posterior elevations. Her last postoperative check up available is from (B)(6) 2017, three weeks after the procedure. The patient was noted to have a loss of both uncorrected and best corrected visual acuity however refractive stability has not been achieve yet. Post op topography shows the central island pattern.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 1/31/2002 however, the manufacturing site has provided the date as june 2001.